Event description:
It was reported that the collar was broken. The target lesion was located in the left circumflex artery. A 6f guidezilla ii guide extension catheter was selected for use. Upon preparation, it was noted that the guidezilla was unable to advance through the guiding catheter and was then removed. However, the collar of the catheter was found broken. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device was analyzed by the manufacturer. The device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is damaged, and the distal shaft is partially separated at the collar. There are multiple kinks along the hypotube. There are multiple flat spots along the distal shaft. Microscopic inspection revealed that the tip is damaged and appears to have possibly been pinched by something. There is blood in and on the device. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the collar was broken. The target lesion was located in the left circumflex artery. A 6f guidezilla ii guide extension catheter was selected for use. Upon preparation, it was noted that the guidezilla was unable to advance through the guiding catheter and was then removed. However, the collar of the catheter was found broken. The procedure was completed with a different device. No patient complications reported.